Event description:
Medtronic received a report that the marathon catheter had ruptured at the distal end. The patient was undergoing treatment for an arteriovenous malformation (avms). It was noted that the patient's vessel tortuosity was unknown. The access vessel was the posterior cerebral artery, with a 1mm diameter. It was reported that during a procedure involving onyx embolic delivery, a rupture occurred at the distal end of the catheter. The catheter was noted to be ruptured but remained intact overall. It is unknown whether any friction or resistance was encountered during delivery. Also, it is unclear if any other damage to the catheter occurred aside from the rupture. The injection rate was unknown. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
New information was received regarding the analyzed and returned catheter. The catheter used during embolization has not been returned to the manufacturer due to legal reasons and remains in the account's possession. It is noted that the analyzed/returned catheter shares the same lot number as the used, damaged, and unreturned catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the marathon catheter was returned within a shipping box, an open marathon outer carton, an open marathon inner pouch, and a dispenser coil. ¿ damage location details: no damage was found with the marathon catheter hub. No bends or kinks were found with the marathon catheter body. The marathon catheter distal tip was found to be in good condition. Upon microscopic inspection, no ruptures, punctures, or holes were found with the marathon catheter. ¿ testing/analysis: the marathon catheter was flushed, water exited from the distal tip. No leaks were detected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.